Event description:
A malfunction occurred with a code identified as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions on how to reset the pump, which successfully resolved the issue. The customer was advised to continue using the pump and to call back if the malfunction code reappears.